Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2003: (B)(6) operative report. Preoperative diagnosis: large incarcerated ventral hernia. Postoperative diagnosis: large incarcerated ventral hernia with adhesions. Operation: laparoscopic reduction and repair of a large ventral hernia with mesh and lysis of adhesions. Anesthesia: general endotracheal. Estimated blood loss: approximately 30 cc. Condition: fair. History: (B)(6) is a 41 year old obese female who probable [sic] weighs over 300 pounds. She was originally seen through the outpatient clinic with symptomatic cholelithiasis and attempted laparoscopic cholecystectomy was performed. This was unable to be performed secondary to her weight and size of her liver. An open procedure was then performed and she tolerated this well. She had large ventral hernia at that time however, we had not planned to repair this during this period, and would discuss this further. Upon discussion, after her recovery from her open cholecystectomy for which she did very well, she would like to have this repaired laparoscopically if possible. She has been consented for this. The risks and benefits all were explained and she presents for that procedure today. Procedure: ¿she was properly identified in the holding area. She had previously had been admitted the day previously for intravenous steroids, breathing treatments, etc for her severe chronic obstructive pulmonary disease. With her supine on the table, foley catheter in place, antithrombotic pumps and subcutaneous heparin having been given, her abdomen was prepped and draped in the normal sterile procedure. An incision was made in the left upper extremity and the subcutaneous tissues dissected down until the fascia was noted. Once the fascia was grasped with two kocher clamps an incision was made in this with metzenbaum scissors. Once incised the peritoneum was then elevated with two long hemostats. It was then entered, again using metzenbaum scissors. Two sutures had been placed in the fascia of # 0 vicryl in order to hold our hasson trocar in position. Once the trocar was in position an pneumoperitoneum was obtained however, this was very difficult as there was not a tight fit on the fascia due to her weight. Under direct visualization trocars were placed in the left midepigastric region, left lower quadrant and right upper quadrant area. These were all 5 mm trocars. Without incident, these were placed. Our attention then turned to the reduction of this large ventral hernia. Most of this was omentum and there were numerous adhesions which had to be taken down prior getting to the ventral hernia. Once at the ventral hernia a babcock as well as harmonic scalpel were used in order to take down adhesions and reduce this large ventral hernia. The last section that was trapped in this region was a portion of small bowel. This was reduced without difficulty. All adherent regions of the omentum were taken down appropriately. Measurement then took place extracorporeal in order to place a portion of mesh in this region. A mesh of 10 centimeters x 19 centimeters was then incised extracorporeally. Sutures of # 0 prolene were placed on the inferior aspect of the mesh at three separate sites. Gore-tex suture was used on the superior aspect in order to clearly identify these. Again, the mesh was marked appropriately as to the gore-tex side. The mesh was rolled appropriately after sutures were placed, and placed through the camera port without difficulty. Once in the abdomen orientation then took place. Using the suture grasping instrument, small incisions were made and all the sutures were grasped with this instrument. Once grasped appropriately they were held with hemostats and tied appropriately. Once tied, the mesh was up. There was some laxity to it and our attention then turned to taking the laxity out of this mesh. Using the origin tacker, numerous tacks were placed around this site in order to hold it over the defect appropriately. The defect was covered by a good 3 centimeters around all areas. All hemostasis appeared to be maintained. Our attention then turned to removal of ports. All ports were removed under direct visualization without incident. Our attention was turned to the closure of the fascia. This large defect, of 10 mm, was closed using interrupted # 0 vicryl sutures. The subcutaneous tissues irrigated well. All incisions were closed using # 4-0 subcuticular suture. The patient tolerated the procedure well. She was awakened and extubated and transferred to the recovery room in stable condition. ¿ (B)(6) 2003: [facility ni]. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlmc04. Lot#: 01535262. The records confirm a gore® dualmesh® biomaterial (1dlmc04/01535262) was implanted during the procedure. (B)(6) 2003: (B)(6). (B)(6). Operative report. Preoperative diagnosis: incarcerated incisional hernia, status post laparoscopic ventral hernia repair. Postoperative diagnosis: incarcerated incisional hernia, status post laparoscopic ventral hernia repair. Operation: reduction and repair of incisional hernia with mesh. Condition: stable. Estimated blood loss: less than 50 cc. Indication for procedure: (B)(6) is an obese, 41 year-old female who had a very large incarcerated ventral hernia which was repaired laparoscopically approximately 5 days ago. She was discharged from the hospital and progressed very well. She went home and eventually developed some nausea/vomiting and pain in the left upper quadrant. She came to the emergency room and had a 22,000 wbcs and had a significant amount of vomiting. She underwent a CT scan of the abdomen and pelvis which revealed an incarcerated hernia at a previous port site. She was therefore taken to the operating room for reduction and repair of this. Procedure: ¿the patient was properly identified in the holding area and transferred back to the operating room and placed supine on the operating room table. She underwent general anesthesia which was induced and maintained. Her abdomen was prepped and draped in the usual sterile fashion. Incision was made through the previous incision site and subcutaneous tissues were dissected down using bovie electrocautery. There were several loops of bowel which were protruding through and an approximately 3 to 4 cm incision in the fascia. This was reduced appropriately. The peritoneum was clearly identified and it was then closed using a running # 0 vicryl suture without incident. Once this was closed a piece of gore-tex mesh was placed underneath the fascia above the peritoneum. This was secured with several sutures of # 0 prolene. The fascial edges were slightly reapproximated hoping to bring the fascial edges together. There was some tension so this was not accomplished. The piece of mesh overlayed this very nicely. Once this was secured, all hemostasis was maintained. Attention then turned to closure. The subcutaneous tissues were then reapproximated using # 3-0 vicryl interrupted sutures and the skin edges were reapproximated using skin staples. Copious amounts of irrigation were used to irrigate the area prior to closure. The patient tolerated the procedure well. She was awakened, extubated and transferred to the recovery room in stable condition.¿ (B)(6) 2003: [facility ni]. Implant sticker. Dualmesh biomaterial. Lot: 01909354. Item: 1dlmc03. The records confirm a gore® dualmesh® biomaterial (1dlmc03/01909354) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: d17: appropriate code/term not available. For ¿false claim¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2003 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2003, an additional procedure occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: abdominal pain, mesh was revised requiring an additional surgery. Additional event specific information was not provided.